Manufacturer narrative:
An attempt to reproduce the reported issue was not performed as it was already analyzed through earlier reference tickets. The software did successfully adhere to the specified requirements and did perform in accordance with the expectations specified in the software requirement and specification document: (B)(4). After investigation it was found from carelink reports page that the patient may not have been sending glucose data to carelink when this ticket was opened. Also, from carelink and gcp logs, there are some gaps in glucose data being sent to carelink which would also prevent the inpen app from showing medtronic cgm data. This can result from the accounts being unlinked as well as the cgm app (guardian) not being consistently connected to the sensor or having an unstable network connection for any period of time. Issue was confirmed through log analysis and the patient's carelink personal account. To assist with the resolution of the issue, we provided helpline team with the following step to ensure that it is addressed effectively: can you please advise the customer to try and unlink and relink their cgm, and see if this helps resolve the issue? If this does not work, I recommend having them uninstall and reinstalling the inpen app. Helpline has not confirmed with the patient whether the recommended steps provided has resolved the issue, however from logs and inpen firestore database, issue appears resolved. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced no data from guardian application to inpen application which led to continuous glucose monitoring value unavailable in inpen application. The customer reported no adverse event. The event involved product(s) mmt-8060. Troubleshooting was performed and it was unable to resolve with existing troubleshooting or labeled instructions, issue escalated. No harm requiring medical intervention was reported. Product return is not applicable for mmt-8060.

Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.